Manufacturer narrative:
This supplemental report is being submitted for correction to d4 - lot number (added) and no serial number.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d10, e1 name and address, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: g4 is k931995, h5 should be no. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the ceramic head; issue related to stress problem or excessive force. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection sheath head end was fractured during reprocessing. There were no reports of patient involvement.